Event description:
It was reported that noise on the pace/sense vector was observed and the noise had resulted in inhibition in a non-sustained episode. The patient experienced pre-syncopal episode. The noise appeared to be intermittent and could not be reproduced in clinic with pocket manipulation or isometrics. The pace/sense portion was capped and replaced. Defib portion of the lead remains active without adverse events. The patient was in stable condition and will continue to be monitored.